Event description:
The reamer broke off in the femoral canal. The break was at the depth indicator marking of the instrument. The surgeon cut a window above the knee to remove the broken portion of the reamer.